Event description:
A consumer reported that since having an intraocular lens (iol) implanted bilaterally, she has eye discomfort, blurry vision, and halos. She feels disabled, does not feel safe driving at night, and is dissatisfied. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).